Manufacturer narrative:
According to the facility on (B)(6) 2025 "there was visible smoke and the smell of burning as well as the battery section was hot and the irrigation tip". Per the facility "no patients or team members were injured, and faulty device was immediately removed from the field". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 08/21/2025 "there was visible smoke and the smell of burning as well as the battery section was hot and the irrigation tip".